Event description:
It was reported that the level sensor was intermittently alarming. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The level sensor system was release tested multiple times and passed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the log only covers part on (B)(6) 2022. The log showed many alarm probe statues changes from coupled to disconnected. When the level detection is turned on, each time a status changes to disconnected, a level disconnected alert will occur. This is likely what was reported by the customer. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.